Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the second treatment pass of aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error". Despite troubleshooting attempts, the error persisted and could only be resolved after replacing the aquabeam handpiece. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. The treatment log files were reviewed which could not confirm the reported failure of e22 error. During functional testing, abnormal signals were observed and an e22 error was triggered which could not be cleared, confirming the reported failure. The root cause source was unable to be determined. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) and aquabeam handpiece/lot number 24c03540 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. C, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults, e22 ¿ motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.